Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the shaft was broken.

Manufacturer narrative:
The reported issue was confirmed. The evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 12 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The spiral is completely broken off near the cutting tip; the breakage surface and constricted material near the breakage line indicate that the spiral broke due to tensile loads in a brittle forced fracture during operating in clockwise direction. Most likely the reamer got jammed during usage (hitting metal cannot be excluded) and was torsional overloaded. The IFU includes that the reamer shall be operated carefully and drilling metal is not allowed. Therefore the case is attributed to an improper usage. No non-conformity identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the shaft was broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.